Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: effective strategy of rescue treatment for acute pump thrombosis after left ventricular assist device implantation in patients with high risk of bleeding complications. Kardiologia polska, 2018 jul 6;76(7):1110-1112. Doi:10.5603/kp.2018.0135. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed which contained information regarding ventricular assist devices (vads). The article discussed vads for left ventricular support in adults and treatment of vad pump thrombi. Multiple patients were noted in the article; however, a one-to-one correlation could not be made with unique device serial numbers. One patient experienced recurrent pump thromboses with high vad power consumption and elevated lactate dehydrogenase (ldh), requiring hospitalization and antithrombotic therapy. This patient also experienced severe gastrointestinal bleeding which resulted in a change in medication. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: one pump with unknown serial number was not returned for evaluation. The reported event cannot be confirmed due to insufficient information. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on risk documentation, the most likely root cause of the reported high power event can be attributed to multiple factors, including but not limited to thrombus formation/ingestion, high flows, or incorrect setting of alarm threshold. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.